Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. Additionally, a cine was received and reviewed by an abbott clinical specialist who concluded the following: the stent damage is confirmed and the inability to remove the stent through the guiding catheter is confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the 70% stenosed, heavily calcified, right coronary artery. The lesion was pre-dilated with an unspecified balloon dilatation catheter. The 3.5x48mm xience xpedition stent delivery system (sds) was advanced, but could not cross the lesion. During removal, the sds would not retract into the introducer sheath. The stent got stuck on the tip of the sheath and was compressed approximately 3mm. An attempt was made to remove the entire system, but difficulty was encountered. The sds got stuck in the sheath due to a kink in the sheath. Eventually, the sheath and the sds were removed from the patient anatomy as a single unit. The sheath was then cut open and the sds was removed from the sheath with tweezers. The procedure was successfully completed with a 3.5x48mm xience xpedition and a 3.0x28mm xience alpine. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.